Event description:
It was reported that the pump exhibited downstream occlusions. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and the product confirmation cannot be performed. Therefore, this investigation was unable to determine the probable root cause.

Manufacturer narrative:
D9 - product received date 9/23/2025. H3/h6 - test data. One device was received for evaluation for the complaint that the pump exhibited downstream occlusions. The review of event log found that there were a few high alarms displayed: downstream occlusion over the course of a few days from 6/23 to 6/25/2025. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint could not be confirmed through the downstream occlusion test. The pump passed all testing criteria during performance verification testing.